Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: physician attempted to deploy 14f manta post medtronic tavr case. The first manta bypass tube met significant resistance at the valve and pushed back, removed and used a second 14f manta from same lot# and met the same resistance. Physician wasn't comfortable deploying the 14f and decided to upsize to the 18f manta since the vessel was larger than 6mm. He was able to deploy the 18f manta and had good close and post image. Associated to: MDR 3010252479-2022-00062 manta.

Manufacturer narrative:
Two 14f manta closure devices, two manta sheaths, and two introducers were returned for investigation. The devices were not identified individually as to which der they were associated too. The devices were decontaminated then visually inspected. During inspection the engineer noted the customer returned the manta closure devices locked into the sheaths. Both sheaths exhibited torn button valves. Both closure units did not exhibit activated pulled levers. No issues were noted when both manta units were passed via the button valve with the bypass tube. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, a 14f manta was planned for closure. The vasculature was greater than 6mm and no issues were encountered advancing or withdrawing procedural sheaths. While inserting the bypass tube through the hemostatic valve of the manta sheath, the physician encountered severe resistance while attempting to advance the bypass tube into the sheath hub. The IFU indicates in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device. Associated to fu-301025249-2022-00062 manta.